Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) during tested with the unit and found no issues. The fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit is not working. There was no patient injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.